Manufacturer narrative:
The product history review is expected but has not been completed.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the front end of a 5x18/142p pk .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was ¿found to be burr¿ when advancing into the body. The procedure was completed with another palmaz blue stent. There was no reported patient injury. The procedure was a renal artery stent implantation of the left renal artery with femoral artery access and no contralateral approach. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The left renal artery had 60% calcification, 75% stenosis, no tortuosity, no cto, no acute angle, and no bifurcations. The device did not kink or bend at any time. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU. A non cordis 6f sheath, non cordis guidewire, and a non cordis 6f guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The difficulty did not occur while the devices were being preloaded outside of the patient and did not occur during insertion into another device. Adequate continuous flush was maintained through all devices. The difficulty required that all concomitant products be removed together. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After additional information was received from initial reporter, file is no longer reportable. This event no longer meets the definition of a malfunction that requires submission of a regulatory report. This case is no longer considered reportable.

Event description:
As reported, the front end of a 5x18/142p pk .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was ¿found to be burr¿ when advancing into the body. The stent was damaged with rough edges. The procedure was completed with another palmaz blue stent. There was no reported patient injury. The procedure was a renal artery stent implantation of the left renal artery with femoral artery access and no contralateral approach. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The left renal artery had 60% calcification, 75% stenosis, no tortuosity, no cto, no acute angle, and no bifurcations. The device did not kink or bend at any time. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU. A non cordis 6f sheath, non cordis guidewire, and a non cordis 6f guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The difficulty did not occur while the devices were being preloaded outside of the patient and did not occur during insertion into another device. Adequate continuous flush was maintained through all devices. The difficulty required that all concomitant products be removed together. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After product analysis findings, file is now reportable. Complaint conclusion: the front end of a 5x18/142p pk .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was ¿found to be burr¿ when advancing into the body. The stent was damaged with rough edges. The procedure was completed with another palmaz blue stent. There was no reported patient injury. The procedure was a renal artery stent implantation of the left renal artery with femoral artery access and no contralateral approach. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The left renal artery had 60% calcification, 75% stenosis, no tortuosity, no cto, no acute angle, and no bifurcations. The device did not kink or bend at any time. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU. A non cordis 6f sheath, non cordis guidewire, and a non cordis 6f guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The difficulty did not occur while the devices were being preloaded outside of the patient and did not occur during insertion into another device. Adequate continuous flush was maintained through all devices. The difficulty required that all concomitant products be removed together. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was returned for analysis. A non-sterile unit of a blue/aviator/plus 5x18/142p pk sds was received for analysis coiled inside a plastic bag. Per visual analysis, the stent was received mounted on the balloon. One stent¿s strut was observed bent, as received. Also, the strain relief was received bent. No other anomalies were observed. Per microscopic analysis, one strut of the stent was observed bent, on the proximal side. Per the observed damage observed on the strut of the stent and the bent strain relief, it could be suggested that procedural factors and/or handling process may have contributed to the observed damages of the unit. A product history record (phr) review of lot 82187343 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - strut uplift - proximal¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the front end of a 5x18/142p pk .014 palmaz blue peripheral stent delivery system (sds) on aviator plus was ¿found to be burr¿ when advancing into the body. The stent was damaged with rough edges. The procedure was completed with another palmaz blue stent. There was no reported patient injury. The procedure was a renal artery stent implantation of the left renal artery with femoral artery access and no contralateral approach. The device was prepped per the instructions for use (IFU). There was no difficulty experienced in prepping the device. The left renal artery had 60% calcification, 75% stenosis, no tortuosity, no cto, no acute angle, and no bifurcations. The device did not kink or bend at any time. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to the IFU. A non cordis 6f sheath, non cordis guidewire, and a non cordis 6f guide catheter was used. Prior to inserting the sds in the catheter, the balloon was not inflated or partially inflated. Negative pressure was applied to the sds. The difficulty did not occur while the devices were being preloaded outside of the patient and did not occur during insertion into another device. Adequate continuous flush was maintained through all devices. The difficulty required that all concomitant products be removed together. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will be returned for evaluation. Addendum: product analysis and analysis images revealed one strut of the stent was observed bent, on the proximal side.